Manufacturer narrative:
The technician replaced the head left and foot right brake casters to resolve the issue.

Event description:
The account alleged the brake casters ratchet while in brake mode. No pt impact.